Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act button of insulin pump was unresponsive and had to pressed twice to a action, battery port treads was worn out, received unexplained no delivery alert and insulin pump did not alert when battery or reservoir was low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.